Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h10. A getinge field service engineer (fse) evaluated unit and noted that the fiber optic connector was damaged. The fse replaced the fiber optic connector. The fse completed periodic replacement of parts of the unit. The unit passed the inspection with good results. The maquet failure analysis and testing dept.(fat) received fiber optic connector with a reported unit failure of a broken fiber optic connector. The fat performed a visual inspection and found the fiber optic connector to be broken. Fat was able to verify the reported issue. Retaining the part in the failure analysis and testing department per procedure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during and inspection, the cardiosave intra-aortic balloon pump (iabp) unit had a broken fiber optical connector. There was no patient involvement.